Manufacturer narrative:
Device was discarded at hospital and was not returned for evaluation. Radiographs of 6 week post-op, 12 weeks post-op, and post-revision surgery were provided. Radiographs from pre-op, intra-op, and immediate post-op were not provided. Patient was reported to have rheumatoid arthritis and the status of medication was unknown. The patient's post operative physical activity is unknown. Patient denied any trauma or fall. Operative level was cultured and no results were obtained as of this report date. Comparing the post-operative radiographs at the 6 weeks and 12 weeks shows most of the cage migration and subsidence occurred in the latter 6 week period. Non-union of the interbody to the bone and cage subsidence into the endplates is suspected based on the radiographs. A review of the DHR showed no issues for the lot numbers provided. C-l-0098 rev c hive standalone cervical system IFU was reviewed for this complaint. No single root cause could be determined with the information provided. Implant selection and placement, bone quality, space preparation, infection as well as post-operative excessive physical activity are possible causes or contributors.

Event description:
Third party agent reported to nanohive of a revision surgery due to a cage that had migrated posteriorly. Implantation surgery occurred on (B)(6) 2024 and was a two level anterior cervical discectomy fusion procedure at c4/5 and c5/6. During a routine follow up on (B)(6) 2024 , radiographic imaging noted a subsidence and migration of the patient's c5/c6 interbody and screw. The patient reported no trauma or pain. Revision surgery using a plate and cage occurred on (B)(6) 2024 . The patient was reported to be recovering well with no additional concerns.